Event description:
The ventilator was connected to the patient. The customer reports the ventilator began to emit smoke. The patient was removed from the ventilator and placed on another ventilator. There was no patient injury.